Event description:
Medtronic accurian rf generator; after recent software update, error message -unable to ground preventing delivery of the therapy, grounding in place and device reporting nominal resistance 120-200 ohms, trouble shooting not effective, no other option available resulting in procedure in progress cancellation ( placement of 6 rfl needles) after 45 minutes on the procedure table. Procedure completed (B)(6) 2020 after obtaining a replacement device from the company. FDA safety report ID# (B)(4).